Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) stated that they had the clamp closed on the patient line during the prime, which they did not notice until they connected and started the drain. The hc alarmed after the hp opened the clamp. The technical service representative (tsr) explained the alarm and reviewed proper setup procedures with the hp. The tsr instructed the hp to setup with all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the use error of the patient line clamp not being opened during priming is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on how to properly prime, and tells the user to open clamps on lines connected to solution bags and the patient line in order to ensure proper priming. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental medwatch will be submitted.